Event description:
It was reported that during a low anterior resection, the surgeon had articulated the device, placed into pelvis to fire on mesentery. As the device was closed with the firing trigger the articulation elbow broke. Crack was heard and the device was removed from the field. Another device was used to complete the case. There was no adverse consequence to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth the analysis showed that the cts45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left, center and right position the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.